Manufacturer narrative:
Pump received with no esc and up button response due to corroded keypad traces. No button error alarm or unexpected audio/beep anomaly noted during testing. Unable to verify for operating currents including low battery and off no power alarm due to no esc button response. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear due to buttons not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.